Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 15978036.

Event description:
It was reported that patient underwent a system explant procedure due to infection. No further information has been obtained despite good faith efforts.